Event description:
During troubleshooting for a therapy issue, a system error 2267 (air and fluid in set) alarm was found in the alarm log. The home patient (hp) was connected at the time of the alarm. There was nothing found during troubleshooting that would cause or contribute to the alarm. The technical service representative (tsr) explained the alarm to the caregiver (cg). No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not available for evaluation. Should additional relevant information become available, a supplemental report will be submitted.